Event description:
It was reported that there was an oily residue noticed on the handpiece during set up. There was no pt involvement and no report of adverse consequences. The procedure was successfully completed using a different handpiece.

Manufacturer narrative:
The handpiece was received by the manufacturer. The quality investigation is on-going. When the investigation is complete, a follow up report will be filed.